Manufacturer narrative:
UDI: (B)(4). Initial reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the inner hose was disconnected on the motor device. During service and evaluation, it was observed that the rotations per minute (rpm) was below specification; and that the device had too little power. It was further determined that the device failed the following pre-tests: rotations per minute (rpm), sound, cutter lock and outer hose inspection. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.